Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus and meca/c as detected. The biofire bcid2 panel was positive for s. Aureus and meca/c but negative for mrej, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. It is unknown if the patient was impacted due to the biofire bcid2 panel result or if additional testing was performed. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Update for follow-up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Conclusion: investigation ongoing.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024, after testing a patient blood culture sample. Information regarding additional testing and patient impact is unknown. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Update for follow-up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report.

Manufacturer narrative:
Investigation: on (B)(6) 2024 a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus and meca/c as detected. The biofire bcid2 panel was positive for s. Aureus and meca/c but negative for mrej, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. It is unknown if the patient was impacted due to the biofire bcid2 panel result or if additional testing was performed. In house investigation: the customer provided additional run files to review instrument and pouch performance. Upon review, the pouch anomalies had been observed solely on filmarray 2.0 instrument (serial number # (B)(6) ). The instrument was requested for service, however, upon completion of service the root cause of the false negatives could not be identified, as the service team was unable to reproduce the customer's discrepancy. A total of 60 biofire bcid2 panel pouches were also tested on the filmarray 2.0 instrument (serial number # (B)(6) ), where all target assays on the biofire bcid2 panel were expected to be positive. The objective of this test was to determine if the issue could have occurred intermittently. The additional testing was completed on july 11, 2024, however, the pcr signatures leading to false negative results observed at the customer site were not observed in any of the biofire bcid2 panel runs. Conclusion: the investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown. The customer was provided a replacement instrument (serial number # (B)(6)) on may 13, 2024, and has not reported any additional false negatives. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. The pouch qc records for lot# 30us23 were reviewed and passed all qc metrics indicating it was manufactured within specification. Currently, no similar complaints from other customers using pouch lot# 30us23 have been received.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024, after testing a patient blood culture sample. Information regarding additional testing and patient impact is unknown. The investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown.

Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus and meca/c as detected. The biofire bcid2 panel was positive for s. Aureus and meca/c but negative for mrej, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. It is unknown if the patient was impacted due to the biofire bcid2 panel result or if additional testing was performed. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024, after testing a patient blood culture sample. Information regarding additional testing and patient impact is unknown. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024, after testing a patient blood culture sample. Information regarding additional testing and patient impact is unknown. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Update for follow-up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Update for second follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report.

Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus and meca/c as detected. The biofire bcid2 panel was positive for s. Aureus and meca/c but negative for mrej, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. It is unknown if the patient was impacted due to the biofire bcid2 panel result or if additional testing was performed. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Update for follow-up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Update for second follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Conclusion: investigation still ongoing.